Event description:
Customer reportedly received the following results on a mobile meter, compared to a professional meter, within 10 minutes: 260mg/dl (mobile) and 69 mg/dl (doctor's meter). No adverse event related to device reported. Test cassette is not available. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device is unavailable for return.